Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer blood glucose level was unknown at the time of the incident. Customer stated insert battery alarm did not display on the pump screen. Customer stated the contacts on the battery cap are neither missing nor damaged also battery compartment was neither damaged nor corroded. Customer also stated the spring was neither damaged nor corroded. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.